Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3889-28, lot#: va1uzcr, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The reported the stimulation was controlling their symptoms, but they were having other issues. The patient reported they started having muscle spasms suddenly. They reported that the doctor told them the therapy would help in controlling the muscle spasms. Patient stated they felt like all of their insides were going to come out and they stated they were panting and could not catch their breath. Patient reported they had an unrelated sinus infection about a week prior and that was when the muscle spasms suddenly returned. Patient reported that prior to implant they had trigger point pain in the left side of the vaginal wall and after surgery, the trigger point moved to the right. They thought this was due to the ins. The patient also reported they thought their lead was in their vaginal wall. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They were asked to clarify/confirm the allegation that the lead was in the vaginal wall and they stated they had no knowledge of the concern. They further reported that the lead was not in the vaginal wall and as such, no actions were required to resolve the issue.